Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer was treated with insulin. Customer¿s mother reported that they did not allege insulin pump was under delivering. Customer¿s mother reported that auto mode feature was not used at time of high blood glucose event. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.